Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to battery depletion. The battery was at end-of- life (eol). After replacing the battery and downloading the product code, the device functioned normally.

Event description:
It was reported that during a routine follow-up, the pulse generator could not be interrogated. Six months prior, the estimated remaining longevity was 15 months.

Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Medical records were received. According to the medical records, the patient had a history of proliferative retinopathy, retinal detachment with scleral buckle procedure, pars plana vitrectomy, membrane peeling and cryo surgery (pre-existing). Postoperatively, the surgeon noted a scleral buckle with retina attached and macular traction. The surgeon felt the traction in the macula was the main limitation in the patient's vision. She was referred to a retinal specialist. A trace of posterior capsule opacification was also noted, but not felt to be visually significant. The surgeon was unwilling to complete the questionaire. There are thirty nine medical device reports associated with these events. This report is thirty three of thirty nine.